Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Visual examination of the returned product identified there was no damage and there was no gapping in the seams of the handgun. Functional testing determined that the fan spray tip did not become loose and the tip lock was secured in place. Device is used for treatment. A definitive root cause cannot be determined. The event cannot be confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is completed, a follow-up/final report will be submitted. Telephone number: (B)(6).

Event description:
It was reported that the tip of the hip kit fell off during surgery. The tip did not fall into the patient. No adverse events were reported as a result of this malfunction.